Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the bonecutter blade stopped aspirating when it was verified that the tip of the inner cannula was broken. The procedure was successfully without surgical delay using a back-up device. No further complications were reported. The current status of the patient is stable.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device shows it was returned in the shipping tray with the batch number of the complaint on the tyvek lid. The inner blade has broken at the weld beneath the blade window. The outer blade is still intact. There was bio debris present. A functional evaluation could not be done due to the inner blade being broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include excessive side loading or contact with the cannula while running the blade. No containment or corrective actions are recommended at this time.